Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Call from local convatec rep to say that one of her customers had been advised by the local tissue viability nurse specialist to tie 6 or 7 aquacel ribbons together to obtain one long ribbon to accommodate a large abdominal cavity wound with a 1cm aperture. The customer has been told by our local rep. That we cannot support this use of our product on a number of counts. The aperture on the abdomen is so small (1cm) that they do not know the depth of the wound - may be an abdominal fistula. The saturated hydrofiber gel may be retained in the cavity at dressing removal the aperture being so small - especially as the dressing is completely saturated on removal. The 6 or 7 dressings may detach from each other when gelled - tied together in a long chain - therefore if this happens, dressing retrieval may prove a challenge. It was explained that we cannot support this use of our product and directed them to the pack insert which states that the product is 'not intended for use within internal body cavities'. The nurses have stopped using the product in this way and rep. Has booked an appointment to see the customer next week.